Manufacturer narrative:
Insulin pump passed displacement test. Hardware low level failures (variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error alarms during self-test. Customer cleared alarm and rewind insulin pump. Insulin pump passed self-test. Customer¿s blood glucose was 8.3 mmol/l. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.